Event description:
The device was placed in the right wrist for a ptca procedure. Approximate time in situ was one hour and thirty-four minutes with seven catheter exchanges. A hemoband was placed post procedure. Inflammation noted at puncture site in 2000.